Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that approximately five patients showed extra reactivity with the anti-b of ih-card abo/d(dvi-)+rev.a1, b when used on ih-1000. The customer provided some ih-1000 images. But due to the poor quality of the images an assessment of the reported extra reactions was not possible. Therefore we have requested a review of the trace files with the images of the ih-1000. We are still waiting for this information. The customer so far provided seven patient samples, but not the supposedly defective product. For investigational testing. Five of the seven patient samples were grossly hemolysed and unsuitable for testing. Due to the quality of the two remaining samples they could only be tested manually. They did not show any false positive results. Additionally the retention sample of ih-card abo/d(dvi-)+rev.a1, b was tested with different samples of blood group a and o on ih-1000. All samples gave the expected forward group and concordant reverse group test results. We did neither observe any false positive reaction nor an incorrect interpretation by the instrument for anti-b. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that approximately five patients showed an extra reactivity with the anti-b of ih-card abo/d(dvi-)+rev a1, b on ih-1000. Each of these samples was re-tested in tube and gave negative results with anti-b when manually tested. The customer provided some ih-1000 images which confirmed the false positive test results in the anti-b well. We have also requested the trace files with the images of the ih-1000. Unfortunately, the data collected for the instrument investigation were not suitable as they did not correlate with the date of performed tests as shown in the images provided. Therefore, an instrument investigation could not be completed. However, the customer provided seven (7) patient samples, but not the supposedly defective product for investigational testing. Five (5) of the seven (7) patient samples were grossly hemolyzed and unsuitable for testing. Due to the quality of the two (2) remaining samples they could only be tested manually. They did not show any false positive results. Our product control laboratory tested their complaint retention sample of the supposedly defective product ih-card abo/d(dvi-)+rev a1,b lot 8902060 with different donor samples of blood group a and o on ih-1000. All samples gave the expected forward group and concordant reverse group results. We did neither observe any false positive reaction nor an incorrect interpretation by the instrument for anti-b. The retention samples of the ih-liss rack lot 760000002 used at the customer's site were as also visually checked and did not show any wells with lower volume which could be a contributing factor for a possible extra reactivity in anti-b well. Because several factors could be the cause of a false positive reaction, requiring extensive investigation, the issue of false positive reactions within the blood group typing has been addressed within a corrective and preventive action. The investigations are still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Testing by our quality control laboratory confirmed that the allegedly defective lot of ih-card abo/d(dvi-)+rev a1, b functions correctly. The false positives obtained by the customer could not have been reproduced.

Manufacturer narrative:
This is our final report on this incident.